Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. The medical devices and accessories associated with this incident are currently en route to fisher & paykel healthcare for investigation. In order to further assist in our analysis of the root cause of this incident, fisher & paykel healthcare has made further inquiry in respect of the circumstances surrounding the event, equipment set-up and usage. We are still collating relevant info at this stage of our investigation. We will provide a follow-up report outlining our analysis of the incident following receipt of the device and completion of the investigation.

Event description:
A hospital in (B) (6) reported via a distributor that a fire occurred in a set-up which included the bc060 single-heated breathing circuit, mr850 respiratory humidifier and mr290 humidification chamber. No pt consequence was reported.